Manufacturer narrative:
The manufacturer previously reported a nasal cannula came in contact with an open flame from a candle and caught the everflo oxygen concentrator on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The nasal cannula caught on fire due to an external source. Product labeling states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide."

Event description:
The manufacturer received information alleging a nasal cannula came in contact with an open flame from a candle and caught the everflo oxygen concentrator on fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.